Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) with symptoms associated with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours; patient's mother removed the pod (prior to ER) after noticing the cannula dislodged from the infusion site (hip/buttocks). Symptoms reported include hyperglycemia, nausea, vomiting, abdominal pain the presence of high ketones. In the ER, the patient was treated with intravenous fluids, (0.5 units) manual insulin injection, and sodium chloride; an ultrasound and blood/urine tests were also performed. Patient was released after spending 11 hours in the emergency room. The patient's blood glucose and ketone history are as follows: (B)(6).

Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined.